Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient had some discomfort throughout the sensor session but at the time did not think it was anything related to the sensor. When she removed the sensor and overlay patch on (B)(6) 2020 she noted a skin infection and was bleeding on the gauzy part of the sensor patch; she cleaned the skin with alcohol. The area under the patch had dark bruising, and the skin was very dry and scaly. There was no pus or inflammation but there was a red hole-type mark at the needle insertion site which is slowly closing up. The bruising remained but was slowly getting lighter. After a week with very minimal improvement she called her doctor¿s office for advice on (B)(6) 2020. She was told to try cold compresses but did not have an appointment to be seen and evaluated. She did not have any fever, inflammation, drainage, or other common signs of infection but stated she is a transplant patient and knows when she has an infection. No additional patient or event information is available.